Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the ars leakage during use on the patient. They changed to an ordinary syringe and it is difficult for insetion." Additional information clarified there was not an insertion difficulty. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the ars leakage during use on the patient. They changed to an ordinary syringe and it is difficult for insetion." Additional information clarified there was not an insertion difficulty. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.